Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. They were unable to duplicate the issue. No hardware was replaced and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after all screws were placed in a procedure, the site took a post-placement scan and found that all screws placed on the patient's right were placed laterally. The site then performed a revision on all right-side screws. During this revision, a shoulder shift occurred on the last screw placement on l4. There was no patient harm and the procedure was delayed less than one hour. Additional information was received. It was reported that they were roughly 2-3 millimeters (mm) off trajectory. They were completely outside of bone.